Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted. Functional testing was performed, and the device was subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device footplate did not exit the sheath. Everything was done perfectly; the seal was advanced then pulled back and locked. Then the entire device came out; there was no footplate deployment. The sheath pull was successful post angio-seal failure. The patient was in stable condition. Additional information was received on 31oct2019. The doctor was performing a left heart catheterization procedure. A 6fr procedural sheath size was used. The seal was advanced, pulled back and locked. The doctor followed all the steps; however, the footplate did not exit the sheath. You could see the footplate; however, it just never exited the sheath. There were no complications. The doctor held manual compression and achieved hemostasis. Blood loss was less than 250 cc. And the procedure was successful. There were no other complications.